Event description:
Patient capsular bag tore when using the cartridge to insert lens, vitrectomy was performed. Doctor reports this has happened three times.

Manufacturer narrative:
Hoya surgical optics, inc has received cartridges from the same lot number and will perform an investigation. However, we believe it is unlikely that a cartridge defect caused a tear in the capsular bag because a cartridge should have no contact with the capsular bag in routine cataract surgery.